Event description:
Boston scientific received information that the patient with the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead was experiencing an atirl lead issue. The ra lead had loss of capture (loc) at maximum outputs and noise. The local sales reprentative mentioned that they could not confirm was the atrium was actually sensing. A chest x-ray was performed and the ra lead was still in place however, the local sales representative did note that it looked as though it was lower in placement. The patient is dependent and are pacing in the atrium 90% of the time. Boston scientific technical services (ts) was contacted and they discussed programming issues and the different options. No other adverse patient effects noted at this time. Additional information received from the local sales representative states that programming changes have been made.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.